Event description:
It was reported that during a colectomy procedure, the device was inserted transnsally and fired. They heard the crunch sound but when they opened the device, the site was not stapled shut and the staples deployed were not formed. They re-did the anastomosis with another stapler and completed the procedure. There was no adverse impact to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.